Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death has been requested and not received. Concomitant product: 4092-52 implantable pacing lead, (B)(6) 2006; 4592-45 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
An implantable cardiac resynchronization therapy pacemaker (crt-p) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient died approximately eleven and one-half months post the crt-p and left ventricular pacing lead implant. A cause of death has been requested and not received.

Event description:
An implantable cardiac resynchronization therapy pacemaker (crt-p) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eleven and one-half months post the crt-p and left ventricular pacing lead implant.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.